Manufacturer narrative:
Patient identifier and weight not made available from the site. The part not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the door would not open and the rotor would not rotate. Rep noted the upper dingus was not releasing when door closed. After adjustment the system operated as intended. There was no patient present when this issue was observed.